Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's sister found him unconscious on the floor of his home on (B)(6) 2013, and his blood glucose was 40 mmol/l (720 mg/dl). He received treatment in the ambulance and was admitted to the hospital, and he remained in the hospital at the time of the report. The medical staff and patient's sister were unable to determine the cause of hyperglycemia by viewing the pump history. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm function of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The time and date were not set correctly.